Manufacturer narrative:
The patient samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for four samples collected from the same patient tested with the elecsys troponin t hs assay ver. 2. Samples were tested on cobas 8000 e 801 module, cobas 6000 e 601 module, and cobas e 411 immunoassay analyzers. All results were reported outside of the laboratory, but the values did not agree with other key examinations of the patient, including other cardiac marker tests which were within normal ranges. Cardiac examinations of the patient, such as echocardiography showed normal results. The first sample initially resulted in a troponin t value of 0.270 ng/ml (reference range 0.03 ng/ml) when tested on the e 801 analyzer on (B)(6) 2022. This sample was repeated on the e 801 analyzer on (B)(6) 2022, resulting in a vale of 0.277 ng/ml. This sample was diluted 1:2 and repeated on the e 801 analyzer on (B)(6) 2022, resulting in a value of 0.332 ng/ml. This sample was repeated twice on the e 601 analyzer on (B)(6) 2022 using the stat application of the troponin t assay, resulting in values of 0.159 ng/ml and 0.161 ng/ml. The second sample resulted in a troponin t value of 0.141 when tested with stat application of the troponin t assay on the e411 analyzer on (B)(6) 2022. The third sample sample resulted in a troponin t value of 0.145 when tested with stat application of the troponin t assay on the e411 analyzer on (B)(6) 2022. The fourth sample resulted in a troponin t value of 0.148 ng/ml when tested on the e 601 analyzer on (B)(6) 2022. The serial number of the e 801 analyzer is (B)(4). The serial numbers of the e 601 and e411 analyzers were requested, but not provided.

Manufacturer narrative:
The customer stated calibration and qc were acceptable. No data was provided. The customer stated instrument daily maintenance was acceptable. No additional information was provided. Sample material was submitted for investigation where interference testing was performed using heterophilic blocking tube (hbt). An interference in the patient sample was not identified. Based on the information provided both a reagent and instrument issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.